Manufacturer narrative:
Tracking #.57605/symbiosis. Date sent: 10/7/98. D5,6; h4: info not available. H6: broken staple. Endopath claw extractor: the analysis results confirmed that the instrument was returned non-functional. The instrument was returned with two broken staples. The staples hardness was tested and was found to be within design spec. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.

Event description:
It was reported by the representative the device was used during a laparoscopic cholecystectomy procedure. It was reported that tissue was grasped and released once with the dex41 and when the surgeon wanted to grasp again, the grasper pin broke and fell into the pt. The surgeon retrieved the pin. A new dex41 was opened to finish the case. There was no consequence to the pt.